Manufacturer narrative:
Follow-up #1: date of submission: 08/03/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a review of the black box data and alarm history revealed a call service 064 alarm. A visual inspection of the pump showed moisture corrosion on the display. During testing, the pump powered on to a nonresponsive keypad. The complaint could not be fully tested due to this. The pump failed a leak test at the keypad. The pump cover was removed and moisture corrosion was found on the printed circuit board, keypad flex, and motor flex connector. The cartridge was returned and tested on (B)(6) 2016. A visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. It was reported that a 064 call service alarm was emitted more than expected. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.